Event description:
Customer reported device did not display data during transport of pt. Pt was stable and connected to another device with no adverse effect. Svc rep dulpicated malfunction. Device was repaired and proper operation was confirmed.